Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. The reader turns on with button press and strip insertion. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the freestyle libre reader would not turn on with test strip insertion. As customer could not obtain readings, she subsequently lost consciousness. The customer was treated with glucose drip by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is isolated to the reader therefore, no strip related investigation activities have been performed for this issue. Dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If product is returned a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the freestyle libre reader would not turn on with test strip insertion. As customer could not obtain readings, she subsequently lost consciousness. The customer was treated with glucose drip by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the freestyle libre reader would not turn on with test strip insertion. As customer could not obtain readings, she subsequently lost consciousness. The customer was treated with glucose drip by a healthcare professional. There was no report of death or permanent injury associated with this event.